Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Two of the set screws did not exhibit "windshield wiper" marks, which indicate ideal contact with the rod. (When the set screw is torqued properly, it will typically develop very pronounced radial abrasions, or "windshield wiper" marks, on its bottom surface.) All of the set screws passed a functional inspection with the pedicle screws that were returned, suggesting that the set screws were not cross threaded. The handles were within specification, but on the low-end of the specified torque range. Because clutch-style torque handles are speed dependent (i.e., as rotational speed increases, output torque decreases), it is possible that the surgeon's torquing technique contributed to this incident. It is also possible that the rods were not fully reduced in the heads of the pedicle screws, and the set screws torqued off prior to seating fully in the screw heads, predisposing the pedicle screws to axial slip and early set screw back outs. (Related to 3004774118-2017-00089).

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out a proximately 2 months post-op. Patient was revised on (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has been returned and evaluation is in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings. (Related to 3004774118-2017-00089).

Event description:
On 05.18.2017 it was reported to k2m, inc. That a patient presented with a possible set screw back-out. The patient reportedly had a possible set screw back-out approximately 2 months post-op. Patient was revised on (B)(6) 2017.